Event description:
Pt states that his defibrillator went off 43 times before it was turned off. This burned the old pace maker and a new one was implanted with a new lead. Pt states that the original lead was approved by the FDA and medtronic feels that they are not obligated due to the ruling of a judge in favor of medtronics. Because of this issue pt states that he cannot sleep because any noise wakes him up. Replacement leads - 712 st jude.